Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Imdrf device code a020504 captures the reportable event of hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a navigator device was used in the kidney, ureter and bladder during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, when the nurse removed the outer box and checked the navigator device, the inner packaging had a visible hole. The procedure was completed with another navigator device since there was a possibility that the device may have been contaminated. There were no patient complications reported as a result of this event.